Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the product broke at the distal end of the strain relief. There were no complications or intervention reported with this event.